Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An integrity check of the implant was requested. It is unknown if hearing performance with the device is affected. There is no incident of accident or trauma.

Event description:
A change in response was noted months prior to the visit in (B)(6), 2018, when an integrity test was requested and performed. The user went to the clinic for a follow-up on (B)(6), 2023 . The user has been re-implanted on (B)(6), 2023.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by device minute mobility is suspected. Also, a short circuit appeared soon after implantation, which might point to a peri-operative event. However, no further information about the circumstances of failure has been received. To determine an exact root cause a device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
A change in response was noted months prior to the visit in (B)(6) 2018, when an integrity test was requested and performed. No trauma, accident nor changes in health are reported. Despite requests no further information has been obtained as to any further steps.

Manufacturer narrative:
Additional information: based on the received information from the field, a minor damage to the active electrode caused by device minute mobility is suspected. Also, a short circuit appeared soon after implantation, which might point to a peri-operative event. However, no further information about the circumstances of failure has been received. To determine an exact root cause a device investigation would be necessary, but no details on possible further steps have been made available.

Manufacturer narrative:
Additional information: based on the received information from the field, a minor damage to the active electrode caused by device minute mobility is suspected. Also, a short circuit appeared soon after implantation, which might point to a peri-operative event. However, no further information about the circumstances of failure has been received. To determine an exact root cause a device investigation would be necessary, but no details on possible further steps have been made available.

Event description:
Caretakers noticed a change in response months prior to the visit in (B)(6) 2018, when an integrity test was requested and performed. No trauma, accident nor changes in health are reported. Despite requests no further information has been obtained as to the further steps.